Event description:
Boston scientific received information that this right ventricular (rv) lead began to exhibit noise resulting from myopotentials. The noise was observed to be reproducible and to contribute to oversensing on the device. A revision procedure was performed in which the lead was surgically abandoned. No further information is available at this time. No additional adverse patient effects were reported. This device is no longer in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed lead body damage, including trilumen insulation abrasion. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead on lead contact. The reported noise and oversensing is likely the result of the lead damage observed by the laboratory.